Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Infection and ileus are known complications of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the patient experienced brown vomiting, was taken to the emergency room and was hospitalized. On (B)(6) 2017, the patient was diagnosed with an intestinal infection and paralytic ileus. She was on fast, had a nasogastric tube, received intravenous fluids and unknown antibiotics and did well. Radiography and blood test were performed but they were not told the results. On (B)(6) 2017, the intestinal infection and paralytic ileus resolved. The patient was eating well,not receiving antibiotics and was discharged.